Event description:
It was reported the aspiration needle would not deploy. The issue occurred during preparation for use, and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned for evaluation but event was observed and confirmed by local olympus staff. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of needle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.